Event description:
It was reported at a conference that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. No further details are available. No further patient complications have been reported as a result of this event.